Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported white screen. The white screen was not reproduced during evaluation. The device could power on and off and run and navigate with no discrepancies, however visual inspection found 1 of 8 battery contact pins depressed. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. There was no patient involvement. No additional information is available.